Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50 serial #: (B)(4), description: linear st lead, 50cm; model #: sc-4316 lot #: 19517972 description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection related to a post dural puncture from the intrathecal pain pump which was not related to scs device. The infection was located in the thoracic region along the path of the intrathecal pain pump catheter. The patient underwent an explant procedure to eliminate any possible contamination per physicians preference. It was unknown if the patient was provided with medication.